Event description:
It was reported that during broaching/preparing the femur, the surgeon noticed the broach handle being extremely loose. She tried to continue to use but was unable to. She proceeded to use the standard straight broach. It did not compromise the surgery. We were unable to tighten/fix broach handle on our own.

Manufacturer narrative:
Method - review of device history & complaint history: device history review indicates the product was manufactured and accepted into final stock with no reported deficiencies. The product experience reporting database was reviewed for similar reporting events regarding loose handle during broaching. There have been no other events for the reported lot ID. When completed, the evaluation summary will be submitted in a supplemental report.